Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they have been feeling jolts in their body from the last 2 weeks. Patient confirmed they haven't had any hits, falls or moves around the implant area. Patient also stated that the therapy is not working anymore. Patient informed they have an appointment with their doctor on wednesday. Agent advised they can turn the therapy off while waiting for the appointment. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.